Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had blank displays. Troubleshooting was performed. The customer's blood glucose level was unknown at the time of the incident. The customer's parent was calling back after running a self-test. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also reported that the customer had a high blood glucose of 323 mg/dl and 318 mg/dl on the (B)(6), and over 600 mg/dl on (B)(6) 2017. The customer was treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had severely scratched display window and scratched case.